Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip did not deploy properly. The procedure was completed with a competitor clip.